Manufacturer narrative:
Findings: unit received with button error alarm and had intermittent buttons response due to moisture damaged keypad traces. Unit had minor scratched lcd window, cracked reservoir tube lip, cracked reservoir tube window and cracked case at reservoir tube window corner. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error. The patient's blood glucose level was unknown at the time of the call. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.